Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited error code 1816. Per reporter alarm was not resolved by reinserting batteries and patient did not have another set of batteries to use. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. No product was returned. The investigation determined the most probable cause to be due to the keypad not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.